Event description:
The event reported to sjm stated the introducer was perforated in the middle third portion of the device during the procedure. The information obtained reported that temporary damage occurred. The nature of the damage was not disclosed.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.